Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus serial number (B)(4) compared to a laboratory using the il syntesil thromboplastin reagent. The result from the meter at 7:00 am was 2.0 inr. The result from the laboratory at 7:00 am was 2.5 inr. The customer has a therapeutic range of 2.5-3.5 inr.